Manufacturer narrative:
The reported complaint was not confirmed as a complaint sample was not available for MFR eval. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment, a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. The reporter stated there appeared to be a visible separation in the fiber bundle. The machine did alarm. Blood test strips were used and tested positive. Estimated blood loss was 250ml. The patient reported not feeling well after the blood leak and was able to complete treatment with a new set-up on a different machine. The patient was treated prophylactically with vancomycin and cefepime. The patient's blood cultures were sent out for lab testing and came beck negative. There was no infection. The sample was discarded by the user facility and was not available for MFR eval.